Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: a review of the pump¿s black box history showed that a basal edit was performed but not saved on 11/10/2014 followed by basal delivery suspended warning. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The basal menu was accessed and the pump was able to be manually switched to the ¿weekday¿ basal program with no issues. No hypersensitive keypad buttons were observed on the keypad. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump basal program was not able to be changed to the ¿weekday¿ basal program was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that they could not change the pump to the programmed weekday basal rate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.